Manufacturer narrative:
H6: the initial reporter responded to ventec's requests for additional information about the patient. The initial reporter advised that the date of the event was actually 1/22/2026. As a result, section b3 date of event has been updated from 1/29/2026 to 1/22/2026. Additionally, sections a1, a2, a3a, a4, a5, and b7 have all been updated accordingly. Ventec continues to investigate the reported issue. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the device did not provide a patient circuit disconnect alarm when the patient was removed from the ventilator. There was patient involvement associated with the reported event. The patient had gone into cardiac arrest and personnel had removed the ventilator in order to care for the patient. There was no allegation that the device use had contributed to the patient's cardiac arrest, only that personnel had expected to hear the alarm when the patient was disconnected from the ventilator. The patient survived the reported event. Ventec made multiple attempts to contact the initial reporter in order to obtain patient information, but no response has been received.